Event description:
The customer reported a cut in the vent line tubing causing fluid to leak from the coulter lh 780 hematology analyzer. The customer stated that approximately 10 ml of fluid leaked and was not contained within the instrument. The customer stated that the instrument generated vent line sensor (vls) error during the event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the cut needle vent tubing from the needle vent port through fluid detector fd1, blood detector bd3, and pinch valve vl114 to resolve the leak and the vent line sensor (vls) errors. The repair was verified per established procedures and results met published specifications. Failure mode of the event is attributed to cut needle vent tubing from the needle vent port through fd1, bd3, and vl114; the instrument generated vls errors to alert the operator of an instrument issue. (B)(4).